Event description:
It was reported that this left ventricular (lv) lead might have dislodged. Additional information obtained from the field which indicated that the lead was not dislodged. The lead exhibited high pacing threshold measurements. Reprogramming changes done to address the issue. As of this time, this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was suspected to have dislodged. Boston scientific technical services (ts) suggested programming options. Additional information obtained from the field which indicated that the lead exhibited high pacing threshold measurements. Reprogramming changes done to address the issue. Moreover, this lead exhibited undersensing, poor sensing and low amplitude. A revision was performed to reposition the lead. The lead remains in service. No adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead might have dislodged. As of this time, this lead remains in service. No adverse patient effects were reported.